Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that in july of this year the patient fell and her ins moved. Patient explained that she was very thin so she could see that the ins turned some and slid; it was out of position. Patient then mentioned that she went to get an MRI today but the MRI techs wouldn't do it because they wanted confirmation of her eligibility and advised her to put her ins in MRI mode. Patient stated she did not know how to activate MRI mode and requested assistance. Patient started to charge her ins and reported that the controller battery was charged to 80%, but the ins battery level was showing a red alert. Pss reviewed the meaning of the red alert and that the ins needs to be charged to 30% to activate MRI mode. Patient was getting good recharge quality but it fluctuated between poor, good, and excellent. Pss reviewed that because the ins has moved, the patient will need to reposition the rtm over ins until it got the best signal. Patient was eventually able to maintain excellent recharge quality and was advised to continue charging her ins until it reached at least 30% and to call back to review MRI mode. No symptoms reported.